Event description:
Customer called to report a clenz (cleaner) leak of approximately 1 to 2 milliliters around the rbc (red blood cell) aperture of the coulter lh500 hematology analyzer. Customer also stated that the tubing had popped off of the bsv (blood sampling valve), which caused diluent to leak into a tray. The leaks were contained inside the instrument. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) inspected the instrument and found that the rbc bath had a slight leak at the o-ring that caused dried reagent to form on the outside of the bath. The fse replaced the bath assembly to address the leak issue. The fse then verified proper instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer has not called back to report any further issues relating to this event.

Manufacturer narrative:
(B)(4).